Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients right atrial (ra) and right ventricular (rv) leads dislodged due to being too short. Both leads were removed and replaced with longer length leads. No patient complications have been reported as a result of this event.